Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's therapy was intermittent on group b. It was noted that the patient was driving down a road the first time the stimulation went off/became intermittent. It was reported that the could turn the stimulation up to 10.5v and the patient felt no stimulation. The rep also reported that the patient had been having trouble communicating with the implant using the patient programmer. The rep reported that all electrode impedances were under 2000 ohms, even when changing the reference electrode. It was reported that the group impedance was just showing as a dash. The rep planned on taking contacts 4 - 7 out of the program since the patient was not feeling the stimulation from them. The patient was able to feel stimulation on group a at 4.0v. No further complications are anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins was not working, and they were not feeling the "electric shock." It was confirmed that the shock was referring to the stimulation. The caller stated that the patient is having a return of symptoms and the ins isn't coming on. Troubleshooting was not possible as there wasn't access to the product. It was reviewed that the patient could call back to troubleshoot on the phone. The patient was also forwarded to their healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that they met with a manufacturer¿s representative (rep) and the rep reprogrammed the patient. The consumer reported that the patient was able to get stimulation. The consumer reported that the device and therapy had been working fine since. No further complications were reported.